Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition/migration of essure devise/failure to occlude (close) fallopian tube(s),/ partial extrusion for right cornua area") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included phentermine since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and mood swings ("mood swings"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("low back pain/lower back pain") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2009 unilateral hysterescopic removal (right side))). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, mood swings, headache, weight increased, nausea and fatigue outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed that, unilateral occlusion (right tube occluded) and only one of the coils was correctly placed, the other one didn't so he removed it. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received. Updated onset date of events dysmenorrhea and migration for essure; outcome of event "pain" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition / migration of essure devise / failure to occlude (close) fallopian tube(s),/ partial extrusion for right cornua area") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included phentermine since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), mood swings ("mood swings"), weight increased ("weight gain"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("low back pain /lower back pain") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2009 unilateral hysterescopic removal (right side))). Essure treatment was not changed. At the time of the report, the device expulsion, dyspareunia, menstrual disorder, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, mood swings, headache, weight increased, nausea, fatigue, depression and anxiety outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed that, unilateral occlusion (right tube occluded) and only one of the coils was correctly placed, the other one didn't so he removed it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received: depression and mental anguish event was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition / migration of essure devise / failure to occlude (close) fallopian tube(s),/ partial extrusion for right cornua area") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included phentermine since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and mood swings ("mood swings"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("low back pain /lower back pain") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2009 unilateral hysterescopic removal (right side))). Essure treatment was not changed. At the time of the report, the device expulsion, dyspareunia, menstrual disorder, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, mood swings, headache, weight increased, nausea and fatigue outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed that, unilateral occlusion (right tube occluded) and only one of the coils was correctly placed, the other one didn't so he removed it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition / migration of essure devise / failure to occlude (close) fallopian tube(s),/ partial extrusion for right cornua area') and pelvic pain ('severe pelvic pain/pain/pain pelvic') in a 33-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and premature delivery. Concurrent conditions included obesity. Concomitant products included phentermine since 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), mood swings ("mood swings"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("low back pain /lower back pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery ((B)(6) 2009 unilateral hysterescopic removal (right side) and (B)(6) 2009 unilateral hysterescopic removal (right side))). Essure treatment was not changed. At the time of the report, the device expulsion, dyspareunia, menstrual disorder, vaginal discharge, dysmenorrhoea, vaginal infection, mood swings, headache, weight increased, nausea, fatigue, depression, anxiety, urinary tract infection and cystitis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Plaintiff received treatment for pain, migration, bladder ,urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device, migration of essure device. Only one of the coils was correctly placed, the other one didn't so he removed it.; on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received, allergic reaction, bladder, urinary problem, uti, bladder infection, event outcome and rcc comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.